Manufacturer narrative:
Please disregard the previously submitted medwatch. Further information was received that the malfunction was related to another manufacturer's device. That manufacturer has been made aware of the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the pump was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.